Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port, luer hub) was not irrigating. The medical team confirmed that the issue was noted only after the device had been used on the patient. No flow or bead of water was observed on the front of the catheter during drainage using the irrigation tubing and syringe. The syringe was used to push water, connect the pump tube with high flow rate and walk water, and try to dredge the coronary artery, all of which were ineffective. The correct settings were selected on the generator. There were no issues with flow rate change either. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-oct-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port, luer hub) was not irrigating. The medical team confirmed that the issue was noted only after the device had been used on the patient. No flow or bead of water was observed on the front of the catheter during drainage using the irrigation tubing and syringe. The syringe was used to push water, connect the pump tube with high flow rate and walk water, and try to dredge the coronary artery, all of which were ineffective. The correct settings were selected on the generator. There were no issues with flow rate change either. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Johnson & johnson medtech then conducted visual inspection and irrigation test of the returned device. The visual analysis of the returned sample revealed that the shaft was bent. No exposed wires were observed. The irrigation test could not be performed because the catheter irrigation tube was found folded in the same area as the bent shaft, obstructing proper function. A manufacturing record evaluation was performed for the finished device number lot 31653992l and no internal action related to the complaint was found during the review. The occlusion issue reported by the customer was confirmed. The potential cause of the irrigation tube folded and the bent shaft could not be determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).